Event description:
It was reported that the patient presented to inpatient. Upon review, the right ventricular lead exhibited loss of capture and r-wave amplitude variation. A computerized tomography(CT) scan showed that the lead had perforated the right ventricle. The lead was explanted and replaced on (B)(6) 2022. The patient was stable post-procedure.